Event description:
Facility reported "after one hour of dialysis, the pt complained of itching and shortness of breath with the development of a rash". The dialyzer was preprocessed. The pt was given benadryl and solumedrol with relief. This is not a new pt and the pt is not new to this type of dialyzer. The pt had no difficulty with any treatments before this one or since this one. Sample is not available for examination. Medwatch filed on the medical intervention.